Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-99710.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer was hospitalized for high blood glucose levels. The customer was unable to troubleshoot at the time of the call, and the cause of the no delivery alarm could not be determined. The blood glucose reading was 247 mg/dl. Advised the customer to do a complete infusion set and reservoir change as soon as possible. The customer declined returning the material for analysis. Nothing further reported.